Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported on medwatch mw5078900 that the tips of the rasps broke off into the patients bone during an osteotomy of the left foot. The surgeon was unable to remove the broken portions of the rasp from the patient's bone.